Event description:
It was reported there was a suspected inflammatory mass. A dye study was to be performed later that day ((B)(6)2010). Test results were not available at the time of report. The drug contained in the pump was not reported. Add'l info has been requested and follow up will be sent when it becomes available.

Manufacturer narrative:
(B)(4)